Event description:
The patient¿s generator was replaced due to battery depletion. The explanting facility historically does not return devices. Therefore the device has not been received to date. Programming history was reviewed. No anomalies were seen. No additional information has been received to date.

Event description:
It was reported in clinic notes that the patient has had an increase in seizures. The patient had previously been having 3-4 seizures a year, but was now having weekly seizures. The patient¿s battery was given as critically low in the notes, however only the 25% indicator was given. Surgery is likely but has not occurred to date. No additional or relevant information has been received to date.